Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/08/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2016 with the following findings: during testing, the battery compartment was observed to be cracked. The returned battery cap had stripped threads. The cap contact height measured out of specifications. A test cap was able to the pump. The returned cap was unable to tighten on to a test pump.